Event description:
Several months after implantation of the shunt, csf did not flow enough. The valve was found to be occluded by the neurosurgeon. They make sure of no blockage both inside the ventricular and peritoneal catheter and test patency of the valve by saline without success.